Event description:
The problem occurred during an implant attempt on (B) (6) 2009. After a first successful fixation of the lead tip, the physician decided to try another more distal position. During the lead repositioning, the easyturn stylet was fully inserted and perforation of the lead by the tip of the easyturn stylet was confirmed by x-ray. According to the physician, the perforation occurred at "a distance of +/- 1 cm above the ring of the sense/pace part of the lead." Both the lead and the easyturn stylet were withdrawn and a new isoline lead was successfully implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the us. The analysis is pending.